Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500-600 mg/dl with moderate ketones. Cause of bg was unknown. Customer delivered a correction bolus via the pump and updated the pump settings to address bg. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.